Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the balloon catheter was used in a procedure for the embolization of lower cervical arteriovenous malformation. When the balloon was inserted into the contralateral a2 filling (0.4cc), it was found that the balloon was leaking. The balloon was removed from the patient and a new balloon was used. After readjusting the position two tubes of glue were injected and imaging showed the filling effect was satisfactory. The procedure was then completed and the patient was fine.

Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation results). Investigation conclusion: the investigation of the returned balloon catheter found a kink at the distal tip of the strain relief and at 2cm from the strain relief. The balloon was found to have a pinhole leak when inflating the balloon during the inflation, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks, but the damage is consistent with the device experiencing forces exceeding the device's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the leak, but this condition is consistent with the device experiencing inflation pressure exceeding the strength of the balloon membrane.